Manufacturer narrative:
Exact date of event is unknown; reportedly the event occurred in 2017. 510k: this report is for an unknown plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported the patient was hospitalized following an accident on (B)(6) 2017. A radiological examination revealed a fracture of the left humerus, for which an osteosynthesis was performed, as well as a dislocation of the elbow associated with a fracture of the right forearm, for which an "osteosynthes" was performed. The patient was immobilized with a scarf and sent home. No difficulties were noted during the follow up appointments. In (B)(6) 2017, the patient felt strong pain and noticed a deformation of his left humerus. A radiological control noted a fracture of the plate and a deformation of the arm inside and outside. On (B)(6) 2017, the surgeon replaced the broken plate. On (B)(6) 2017, it appeared that the osteosynthesis material placed in the right forearm had fractured. A revision procedure was performed on (B)(6) 2017 to remove material and place a bone graft in the level of the right iliac crest as well as osteosynthesis by plate for treatment of pseudoarthrosis of the right ulna. On (B)(6) 2018, the patient underwent another procedure due to pseudoarthrosis of the right ulna. During that procedure a lengthening of the ulna with bone graft and a correction of a non-union was completed. Concomitant device reported: screw (part/lot unknown, quantity 1). This report is for the broken plate in the right arm. The broken plate in the left arm is captured in related complaint (B)(4). The procedure due to pseudoarthrosis of the right ulna is capture in related complaint (B)(4). This report is for an unknown plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: corrected data: event: correction to part of the description. Initial reporter name and address: reporter contact number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6), 2017, the patient underwent a revision procedure to remove a fractured osteosynthesis material and placement of a bone graft in the level of the right iliac crest, as well as a new osteosynthesis by plate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Concomitant devices. A product investigation was completed: product was not returned. The provided photographs were reviewed. Plate breakage can be observed. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: cortex screw 4.5mm self-tapping l28mm (part 214.828s, lot unknown, quantity 8), cortex screw 4.5mm self-tapping l30mm (part 214.830s, lot unknown, quantity 2), cortex screw 4.5mm self-tapping l26mm (part 214.826s, lot unknown, quantity 2), locking compression plate (lcp) 4.5/5.0 narrow 9-holes (part 224.591s, lot unknown, quantity 1), cortex screw 4.5mm self-tapping l36mm (part 214.836s, lot unknown, quantity 3).

Manufacturer narrative:
Additional device procodes hwc, ktt. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.